Event description:
This was a lead extraction case performed in the cath lab to remove a pacing lead (bs lead, model unknown, implanted 11 years ago) from the lv due to infection of the system. The lead was prepped with an lld-ez, but could not be advanced past the subclavian due to the breakdown of the leads inner lumen. The case was initiated using a 16f glidelight laser catheter, but could not free the lead due to snowplowing of the lead insulation. The glidelight was removed and the lead was removed using an lld-ez with manual traction. The lead broke and the hardened insulation of the lead cut the subclavian vein, resulting in blood loss, destabilization, and death of patient.